Event description:
Recently, I heard kotex recalled their tampon product-sleek. I'm a long time user of kotex, and I'm very happy with their original products, however when they changed to u by kotex the quality drastically changed for the worse. All the u by kotex tampons and sanitary napkins quality is extremely bad. There is no difference in sizes of absorbency, and the size became drastically smaller, cheaper in quality and the super size were ridiculous smaller than before. I experienced several leakages, and had to change companies. I never had this problem with their original products. I expressed my concern to kotex about their new changes in their products, and how flimsy / smaller they were compared to the original. I was given coupons in response to my concern. I suggest u by kotex be evaluated and their current products should be compared to the original products. You will see a huge difference. I've noticed some stores are now carrying the original products - still hard to find, however when I do see them I buy in bulk. I strongly believe the entire u by kotex be removed, and the original be brought back.